Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent right inguinal hernia. The procedure performed was robotic assisted repair of recurrent right inguinal hernia. On (B)(6) 2015 the patient underwent a previous procedure for a right inguinal hernia repair with mesh and pre-op and post-op diagnosis was right inguinal hernia. The patient experienced surgical revision, recurrence, pain, and perforation. Revision was performed on (B)(6) 2017, 1 year, 11 months after the initial implantation on (B)(6) 2015.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: information shows that the product within this report was not involved in the reported issue. No further reports will be sent for this product.